Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported the flow of insulin will stop mid way. Date of event: unknown samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6)2021 h6: investigation summary customer returned a total of 11 pen needles, several of which were returned with green inner shields, indicating that they are 4mm, 32 gauge pen needles. 6 of these pen needles are the nano version while 5 of them are the nano pro version. No other identification was available. The pen needles were visually inspected prior to testing. 6 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 6 pen needles had become bent and 1 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. Based on the results of the investigation, no CAPA/sa is required at this time. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported the flow of insulin will stop mid way. Date of event: unknown. Samples: yes.